Event description:
It was reported that an 8110 syringe module was affected by iui/platen/battery/dim segment recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, b01 - testing of actual/suspected device. Omit: b17 - device not returned.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action

Event description:
It was reported that an 8110 syringe module was affected by iui/platen/battery/dim segment recall. There was no reported patient involvement.